Event description:
It was reported that the patient presented for a follow-up on (B)(6) 2017, at the visit the patient was noted to have a hematoma. The patient complained of pain and drainage. The patient had developed a pocket infection. The system was explanted and the patient was put on antibiotics. The patient was stable throughout and post procedure.